Event description:
The patient had a PICC line removed on (B)(6) 2021; PICC rn noted the tip of the PICC was missing. Xray done of humerus noted 5cm curvilinear density projecting over the right upper lateral hemithorax in the region of the right axillary-subclavian veins is suspicious of a retained PICC line fragment. On (B)(6), the patient was taken for PICC placement with possible attempt at retrieving the tip of the PICC. Per procedure note, the broken wire had migrated to the distal right pulmonary artery branch and was unable to be retrieved. The patient had been admitted to our facility via ed for complaint of fever. He had been seen at (B)(6) hospital six weeks prior for a wound infection/osteomyelitis of his left foot. A PICC line was placed and he had been receiving rocephin for six weeks. The PICC placed at (B)(6) was discontinued as he was thought to be done with IV antibiotics. Blood culture done on (B)(6) positive for gram positive bacilli which will require continued antibiotics. He was discharged home on (B)(6) 2021 with the PICC placed on (B)(6) with home health for IV antibiotics. He was also placed on venous thromboembolism prophylaxis. FDA safety report ID# (B)(4).